Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a rcr, when screwing the second portion of the healicoil, the threads of the anchor began to peel off/break away. The distal implanted portion was retained in the patient, and the pieces that broke away from the anchor were removed from the patient via standard arthroscopic/orthopedic instruments (graspers). Procedure was resumed, after a significant delay (greater than 30min), with a competitor device. Patient was bleeding because of holes now in the bone where the previous anchor had been placed. Bleeding was treated with combination of coblation, lavage, increased pump pressure. Patient is currently recovery well.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required. No relevant supporting clinical information has been provided to assist with a clinical investigation. Based on insufficient information, a thorough clinical assessment cannot be performed at this time. It was communicated via e-mail that ¿patient is currently recovery well.¿ should any additional clinical information be provided this complaint will be re-evaluated. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.